Event description:
It was reported that inter-operative there were high impedances readings of greater than 40,000 ohms. The lead was connected to the extension and to the device for occipital. Several impedance checks were done at 3v and contacts 6 and 7 were greater than 40k. They reinserted, cleaned the lead, checked the extension connection, used fluoroscopy and everything appeared fine. When the extension was moved to the second implantable neurostimulator (ins) port, the contacts 14 and 15 were high so the problem was not with the ins. The extension was then disconnected and a snap-lid was used to test and contacts 6 and 7 were still showing high. It was noted that the problem was with the lead or lead location. It was further reported that after multiple attempts at troubleshooting, they were unable to determine the cause of high impedances. The patient therapy was programmed around the affected electrodes and the patient reported adequate coverage post operatively. It was noted that there were no patient symptoms or complications. Diagnostic testing included impedance testing, x-rays and reprogramming. It was further reported that the patient had not yet been seen post-operative. At the time of discharge, the patient still had high impedances on contacts 6 and 7. It was noted that the patient had adequate coverage at discharge.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).